Event description:
Country of complaint: (B)(6). Needle detachment when pulling from racepack.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. Manufacturing site evaluation: samples received: 55 unopened racepacks. There is one previous complaint of this code batch regarding another issue. There are no units in OEM stock. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.